Manufacturer narrative:
The device was analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. A new replacement system was implanted. No further patient complications have been reported as a result of this event.